Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. This device is not manufactured by zimmer biomet in the united states; however, we are filing this report as zimmer biomet manufactures a similar device in the united states under 510k number k040610. This report is number 2 of 2 MDR's filed for the same patient (reference 3006946279-2016-00402 / 00403).

Event description:
Patient underwent an anterior shoulder revision for debridement of the rotator cuff.